Event description:
This is the second report of two about an event from the same facility involving a 1104 b intracranial pressure catheter. An event was described as follows: the placement of an integra icp catheter via right frontal twist insertion was done on (B)(6) 2013. On (B)(6) 2013 while the pt was calm and sedated, icp measurements became erratic moving from 5-34 frequently changing without evidence of pt agitation. A CT scan was performed and did not reveal new evidence of an expanding bleed. On the evening of (B)(6) 2013, icp readings were discontinued. Due to the pt remaining poorly responsive it was decided on (B)(6) that surgeon would remove icp catheter providing erratic reads and replace it with another one. Another right frontal icp catheter was placed and the post op icp was 6. The pt did progress with increased consistent icp of 20-25 with subsequent CT scan evidence of edema and it was decided that despite accurate icp readings a new ventriculostomy device was inserted on (B)(6).

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.